Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported via mw5096810 that a female patient underwent a breast surgery with two unspecified mentor gel breast implants and suffered several unexplained systemic symptoms, including allergies, slow healing, alcohol intolerance, blood pressure problems, skin rashes, vitamin deficiencies, nausea, choking feeling, facial swelling, facial inflammation, heavy and frequent periods. The patient stated that her symptoms started 20 months after the implantation. As a result, the patient underwent removal without replacement two years after the implantation. No device issue was reported. The root cause of the patient¿s symptoms is unclear. The patient stated that all of her symptoms were resolved within three months after the explantation, and she feels healthy again. The date of implantation and date of explantation were estimated as (B)(6)2018 and (B)(6) 2020 respectively based on available information. Since no contract information was provided, mentor was unable to perform follow-up for additional information. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 10-dec-2020, mentor received additional information regarding the date of implantation and explantation. The date of implantation and explantation were estimated as (B)(6) 2018 and (B)(6) 2020 respectively on the initial report. Additional information revealed that the actual date of implantation and explantation were (B)(6) 2018 and (B)(6) 2020. The relevant fields have been updated. Manufacturer's reference number: (B)(4).